Event description:
A patient reportedly sustained a 2nd degree burn on her buttocks after receiving an MRI bilateral breast exam using an 8-channel breast coil. The patient was placed on the scan table and placed in a prone position after an IV line was started. The patient was padded on both sides of the body but was not padded on her buttocks. The exam consisted of 15 scans where the post-injection scan was set-up as one scan but with 4 phases. Scan durations were the following: 40sec, .40sec, 4.53 min, 4:28 min, 2:36 min, 2:36 min, 4:96 min, 1:21 min, 5.22 min, and 2:24 min. Corresponding sar values were the following: 0.0206, 2.3601, 1.7748, 3.2494, 2.2754, 2.2754, 0.6884, 0.7994, 0.7994, and 0.8160. According to the site, the pulse sequence at which the burn occurred was not known since the patient did not complaint until after the exam. After the exam, the patient reported of receiving red mark on the right buttocks. Ice was applied to the affected area. On the following day, the patient reported that the burn developed into a blister the size of a lemon which popped. The site indicated that the patient sought a personal physician. No further information about the patient was provided by the site.

Manufacturer narrative:
Ge's local field team was dispatched to the site to evaluate the device involved in the event. Functional tests performed on the system included environmental testing that assesses the system and patient cooling features; component testing that evaluates performance of the rf body and surface coils; overall rf chain check that verifies acceptability of the gain and signal-to-noise ration; and safety measures check that verifies proper operation of power monitoring as well as patient communication and alarm systems. Test and check results revealed no evidence of malfunction. Hence, the mr system was performing according to specifications. Interview with the site contact revealed that it is aware of proper padding and positioning as explained in the system's operator manual. The site contact reported that the padding was used on the patient's sides but not on her buttocks per the contact's training. The system's operator manual provides the user information of tissue heating during an mr exam, as well as instructions of proper patient positioning and padding.